Event description:
Double pole switch on access door shorted out.

Manufacturer narrative:
Upon inspection. Steris service technician has found that door switch on sonic energy console had overheated and shorted out. Steris tech's assessment to repair unit was to simply replace shorted door switch. However, steris has decided to replace customer unit to have unit returned to manufacturer for complete analysis. Unit is currently in transit between customer site and manufacturer.